Manufacturer narrative:
Corrected data: d.6a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the ins pocket was revised and the ins was repositioned on 2025-apr-02. The outcome was resolved without sequelae on 2025-apr-02.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pain at the pocket site, the ins migrated. The ins has torn out of the pocket and has risen, which was causing her pain and issues with clothes. Normally she puts on extremely tight pants and cotton on them so that they fit tighter. Etiology was causal relationship to device or therapy. Ins still works, patient was still satisfied with it, but would like a revision of the pocket. Patient was diagnosis of ehlers-danlos type 1.2, and that was the reason for the almost perforation of the skin. No action taken. Outcome was unresolved with no further action planned. Additional information received clarified that there was no perforation through the skin, but you can almost see the ins through the skin. A revision has not been scheduled. It was confirmed that the therapy was not the cause of the ehlers-danlos type 1.2, it was genetic or received by inheritance.

Event description:
Additional information received reported that the ins was explanted/replaced during the intervention on (B)(6) 2025. The ins was disposed of according to biohazard instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.